Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose displayed as high on the continuous glucose monitor (cgm). Cause was due to low pump battery. Customer administered a correction bolus via the pump. Customer declined troubleshooting. No additional information was able to be obtained.